Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed a pump stoppage event. The submitted controller event log file contained data from (B)(6) 2020 through (B)(6) 2020. While the patient was operating on battery power on (B)(6) 2020, spontaneous high current lvad faults were captured, which were followed by increasing pump powers (up to 21.999 watts), rotor instability events, and the pump speed decreasing to 0 rpm. Ten seconds later, the system controller requested an lvad restart. The pump stoppage lasted for approximately 14 seconds and was associated with low speed, low flow, and lvad off alarms. The issue resolved after the lvad restart and the pump operated as intended with stable parameters and no atypical events were captured for the remainder of the log file data. Furthermore, no atypical events preceded the rotor instability event. A specific cause for the rotor instability event could not be conclusively determined. Additional information was requested but not provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas IFU and patient handbook outline all system alarms and how to resolve them. The patient handbook also contains a section on handling emergencies which includes a list of examples of emergencies and what actions to take, including when the pump has stopped (red heart alarm). A corrective action has been implemented for heartmate 3 rotor instability. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had low flow, low speed, and pump stop events on (B)(6) 2020. There was a high current that destabilized the rotor and reset the pump and rotor.